Manufacturer narrative:
Journal article le k. V. And kusano, k. (2019) "undersensing of ventricular fibrillation by a biventricular implantable cardiverter-defibrillator: what is the cause and the troubleshooting?"

Event description:
It was reported that, during the implant procedure for this cardiac resynchronization therapy defibrillator (crt-d) the device undersensed a ventricular arrhythmia. This was noted to be due to dissociated activation of the ventricles during ventricular tachycardia. The device delivered tachycardia therapy fifteen seconds later, but did not convert the arrhythmia. An external shock was delivered, which terminated the vt. The physician elected to switch the right and left ventricular leads into the opposite ports to improve sensing. No additional adverse patient effects were reported. Records indicate that the device was successfully implanted.